Event description:
It was reported that there was a suspected fracture in the patients lead. Additional information was received that there was no issue with the lead.

Event description:
It was reported that there was a suspected fracture in the patients lead.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks prior to patients appointment date last (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5079665.